Event description:
It was reported that the guidewire could not be removed after placing the lead into the coronary vein. When pulling the guidewire, the proximal tip of the guidewire broke and the tip remained in the patient's coronary vein.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.